Event description:
It was reported approximately six days post implant that the right atrial (ra) lead had dislodged. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: enlw1620c124e stent graft implanted (B)(6) 2011; enbf2516c145e stent graft implanted on (B)(6) 2011; enew2020c82e stent graft implanted on (B)(6) 2011; enlw1620c82e stent graft implanted on (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.